Manufacturer narrative:
(B)(4)

Event description:
It was reported " when the catheter was sent into the body, the balloon body could not be unsheath. It was confirmed by ultrasound that the guidewire was in the aorta. It is proposed to remove the catheter and replace it with a new one". Additional information states that the iab was removed and replaced. The second iab was inserted into a different insertion site. The patient's current condition is reported as "fine".

Event description:
It was reported " when the catheter was sent into the body, the balloon body could not be unsheath. It was confirmed by ultrasound that the guidewire was in the aorta. It is proposed to remove the catheter and replace it with a new one". Additional information states that the iab was removed and replaced. The second iab was inserted into a different insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sam-ple was returned in a cardboard box and was in a ziploc bag. Upon return, the teflon sheath was noted on the iabc bladder membrane. The bladder was fully unwrapped. The one-way valve was tethered to the short driveline tubing. The outer lumen was noted kinked at approximately 22cm and 30.1cm from the iab luer. The iabc central lumen was noted broken at approximately 4cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the bladder/helium pathway. The teflon sheath was noted on a portion of the iabc bladder, which indicates the iabc was not removed correctly per the instruc-tions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemo-stasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage t hrough the sheath and attempted removal in this manner may result in arteri-al tearing, dissection or balloon damage. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0063in and was within specification of process docu-ment. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. Dried blood was noted within the one-way valve. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved towards the iabc bifurcate with some force. Upon removal, the bladder was noted stretched. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The at-tempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previ-ously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; three leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of three (3) repeated leak sites consistent with contact from a sharp object were noted around the circumference of the bladder at approximately 64.5cm from the iabc luer. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approxi-mately 4cm from the iabc distal tip, which is the location of the previously noted broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 77.5cm from the iabc luer; which is the location of the previously noted broken central lumen. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the balloon would not fully inflate is confirmed. Upon return, various damages were noted to the iab catheter; the central lumen was noted broken and multiple leaks were located on the iabc bladder. Due to the returned state of the device, it could not be confi-dently determined what initially caused the complaint. Unrelated to the reported complaint, the iabc bladder was found withdrawn through the teflon sheath. This indicates the iabc was not removed per the instructions for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported " when the catheter was sent into the body, the balloon body could not be unsheath. It was confirmed by ultrasound that the guidewire was in the aorta. It is proposed to remove the catheter and replace it with a new one". Additional information states that the iab was removed and replaced. The second iab was inserted into a different insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon body could not be unsheath" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.